Manufacturer narrative:
Based on the provided information and tests performed on site, there is no indication of a malfunction of the MRI system that contributed to the injury. Just as the tabletop was being moved to the center of the bore, the patient's left hand dropped off the tabletop, and her middle finger of the left hand was pinched between the gantry and the tabletop. The finger switch plate was tested on site, and found to be working. It was however reported that in this case no arm supports were used to ensure that the patient's extremities remained on the tabletop. Arm supports are delivered with each MRI system. These arm supports can be used to avoid finger pinching.

Event description:
Philips received a feedback from a customer stating that a female patient sustained a laceration on her middle finger. The patient was moved into the bore and pinched her finger between the bore cover and tabletop. The laceration required 2 stitches.